Event description:
A home patient (hp) contacted (B)(4) requesting assistance with ending therapy on the homechoice (hc) machine. The hp stated he disconnected a tube from a bag. The technical service representative (tsr) assisted the hp in ending therapy. The hp confirmed to restart with new supplies. On (B)(6) 2011, product surveillance contacted the hp who stated that he is in a wheel chair and was rolling away from the hc when he accidently pulled too far away and caused the cassette line to separate from the solution bag. The hp started over using new supplies. The hp verified that there were no defects with the supplies. The hp confirmed no adverse event resulted and no medical intervention was required. The hp stated that he was doing fine and continuing therapy without issue.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; there was no allegation reported against the baxter product by the customer. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint was for a report of a connection issue. The supply bag disconnected. Product surveillance contacted the patient who stated that he is in a wheel chair and was rolling away from the homechoice when he accidently pulled too far away and caused the cassette line to separate from the solution bag. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information the cause of the complaint is use error. This review found the labeling adequate for the reported user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The batch review will not be conducted as the lot number is unavailable.